Event description:
It was reported to boston scientific corporation that a "short time" (date unknown) after a laparoscopically assisted vaginal hysterectomy and sling placement procedure in 2006, the patient experienced pain. During a follow-up exam (date unknown), the physician noted mesh exposure, which was attributed to the patient's thin, poor-quality tissue. The physician snipped the mesh, and the patient was reportedly "fine."

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.